Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of abscess, hematoma, seroma, and capsular contracture baker grade unknown are physiological complications and analyses of the device generally do not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: abscess, hematoma, seroma, and capsular contracture baker grade unknown. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side seroma, hematoma and capsular contracture baker grade unknown benign cysts, and "suggestive of abscess¿. Device has been explanted.